Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an after battery change error. The customer stated the device was not worn for 15 days prior to issue. The customer was able to complete the rewind process. The customer did not want to return the device for analysis and was advised to monitor the insulin pump and call back if the issues recur.